Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheathed. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for the damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured internal carotid artery ophthalmic artery aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. It was noted the patient's blood flow was xxx and vessel tortuosity was minimal. The landing zone was 4.7mm distally and 4.9mm proximally. Dual antiplatelet treatment (dapt) was administered. It was reported that an intracranial aneurysm embolization was performed using a blood flow diversion dense mesh stent. After the c atheter was in place, the blood vessel diameter was measured and the ped2-475-20 stent was selected. The tip of the stent could not be opened, and even after multiple attempts, it still could not be opened. The stent was then withdrawn and replaced it with another model of stent, and the surgery was successfully completed. The angiographic result post procedure showed blood retention in aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline had been placed in a straight section of the vessel at the time. They had tried multiple retrieving and deployment attempts.